Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were replace battery and low battery alarms observed in the history. The power on resets were observed in the black box. The pump powers on with audible and vibratory sounds. There was no damage to the battery compartment. There was no damage to the battery cap or battery compartment. A low battery warning was observed in the alarm history on (B)(4) 2012 at 10:17pm, followed by a replace battery alarm. The battery voltage at the time of the alarms was low. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with no alarms or power issues occurring. Corrosion was observed in the battery compartment during the investigation.

Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012, alleging there was no power to the pump. The patient informed customer support that he inserted a new battery on the morning of (B)(6) 2012, and a few hours later, he received a low battery alarm. When he replaced the battery in response to the low battery alarm, the patient reported that the pump would no longer power on. The patient claimed he tried two different batteries from two different packs and the power issue remained unresolved. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient also denied any evidence of moisture in the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.